Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the main lamp is not glowing and shift into spare lamp was due to power supply failure. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use prior to a therapeutic laparoscopic cholecystectomy. The procedure was completed using a similar device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source main lamp is not igniting. The issue occurred during preparation for use. There were no reports of patient harm.